Manufacturer narrative:
Intuitive followed up and obtained additional information. Failure analysis replicated and confirmed the error 25521. In logs, the error 25521 was found indicating fault on the gimbal confirming the fault occurred in the field. Upon visual inspection, the aster tool manipulator (mtm) was installed onto a golden system where the error was triggered indicating fault replicating the reported event. The mtm2 was then installed onto a surgeon functional test (sft) where power up was found to be failing on the rotary joint (rjs) flat flex cable (ffc). Once testing was completed, rjs ffc were applied behavioral analysis tested and were verified be the source of the fault. As a result of these findings, failure analysis concluded that rjs ffc were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm1 and camera arm could not be manipulated after an error was recovered. It was found 25521 pointing to left master tool manipulator (mtml) and mtml was disabled by use in the logs. The site hard cycled the surgeon side console (ssc) however the error returned. The procedure was converted to laparoscopic surgery because same error occurred immediately after rebooting. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.